Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Problem description 03/23/2018 08:30:25 (B)(4). Npi problem description: 03/13/2018 04:02:16 (B)(4). Please refer to file #2018-003649-226195 from cad. Problem description: 01/30/2018 12:47:13 (B)(4). (B)(6) would like to know what kind of equipment he needs to complete a pm on his 8110 syringe. Directed him to asm 10.19 software user manual and went over the list of equipment needed with him.